Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2158-50. Serial number: (B)(6). Batch/lot number: 17204405. Model/catalog description: linear lead kit 50 cm. Unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2158-50. Serial number: (B)(6). Batch/lot number: 17186030. Model/catalog description: linear lead kit 50 cm. Unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2158-50. Serial number: (B)(6). Batch/lot number: 17152771. Model/catalog description: linear lead kit 50 cm. Unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient underwent a procedure wherein the implantable pulse generator (ipg) and spinal cord stimulator (scs) leads were replaced due to an unknown reason.